Manufacturer narrative:
No damages were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. The data downloaded from the device did not show any timeouts or drive stalls during the run. The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. Cracks were observed on the top housing. Although cracks were observed, it did not affect the functionality of the device.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod between 24 and 36 hours. The cannula was not inserted well. When removed from the infusion site (abdomen), the pod's cannula was found a little bent. As treatment for hyperglycemia, a new pod was applied and correction boluses were delivered.